Event description:
A caller reported that the insulin gauge displayed an amount different from what was expected, showing a fill estimate of 0 units instead of the anticipated 240 units, with a discrepancy greater than 30 units. There was no adverse impact to the customer¿s blood glucose level. The caller completed the necessary steps to remove air from the cartridge and used room temperature insulin but overfilled the cartridge. Cts instructed the caller not to overfill, and the caller acknowledged the guidance. Despite these issues, the caller chose not to load a new cartridge and decided to continue using the current cartridge, with plans to follow up if necessary.